Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine was unable to turn on. Event occurred before treatment with no patient connected. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon follow up with fresenius (B)(4) technical services, it was reported that upon inspection of the system by the fresenius (B)(4) technician it was identified that a fuse was burned and the blood pressure cuff was torn. The fuse was replaced in the machine. The blood pressure cuff and extension were replaced. Functional tests were done and the machine was rinsed. The equipment was left functioning correctly. No sample was returned to the manufacturer for evaluation.